Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the device had low power and unintended motion. The device also failed pretest for check speed with tachometer, check power with power test bench, check function in ¿lock¿ mode with foot pedal, check function with foot pedal, check function in ¿lock¿ mode with epd hand switch, and check for unintended motion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Reporter's phone number: (B)(6). The reporter's complete mailing address was not available. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device was rotating automatically after being plugged in. There were no reports of surgical delays. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.